Event description:
Procedure type: general lap procedure. According to the reporter: when the trocar was inserted into pt, the end came loose and then fell into the pt. Another trocar was opened and used. There was no tissue damage, and no pt injury was reported. No add'l info available at this time.

Manufacturer narrative:
(B)(4).